Manufacturer narrative:
The complaint sample is not available for investigation. A visual, functional and dimensional inspection was not be conducted due to lack of the device sample. The DHR (device history record) file is not available for review in the u.s. The complaint sample is not available for investigation. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. The root cause cannot be determined.

Event description:
The complaint is reported as: the customer alleges that the blade would not attach to the needle. The intubation was delayed until another laryngoscope set was obtained for pt use. No pt injury.